Event description:
The clinician reported that 16 months after the dental implant was placed in ada site 20 in the patient's mouth, the implant lost osseointegration in type iii bone. The clinician noted the patient's pain and implant mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.